Event description:
The prior capped right ventricular (rv) lead was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).